Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for right ventricular lead integrity alert were met and the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant medical products: dtmc2d1 crt-d, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing and a possible fracture. It was noted that the patient had hung up curtains the day before. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.